Manufacturer narrative:
Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. No parts were replaced. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported intra/peri-operatively during the navigate task of a cranial resection, the tracker used in the case was not accurate by a few millimeters. There was no reported delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The reported issue is suspected to have been caused by improper use of instrumentation. Though, confirmation of misuse has not been provided.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
The software investigation was unable to determine what caused the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported intra/peri-operatively during the navigate task of a cranial resection, the tracker used in the case was not accurate by a few millimeters. There was no reported delay to the procedure and no reported impact on patient outcome.